Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "dr...performed a left hip revision due to altr. Implants are not available for return due to hospital policy. No more information is available per doctor. Lot codes are not know since original surgery was done at a different facility." Spoke to rep: confirmed that the robot could not have contributed to the altr. There are no allegations against the revised poly liner or biolox head.